Manufacturer narrative:
The account found the bed exit functions as designed. A new nurse did not understand how to use the patient position module, user error, no repair needed.

Event description:
The account alleged the bed exit will not set. No patient impact.